Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source was not working and there was spare lamp error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is duplicate event that was previously reported with a patient identifier (B)(6). Please disregard the initial report submitted with the patient identifier (B)(6).